Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6) the device was returned to olympus for inspection, and the reported malfunction was not confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the colonovideoscope displayed an unspecified communication error during installation. There was no report of patient/user harm.